Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had broken force sensor alarm and critical insulin pump alarm. The customer¿s blood glucose level was unknown. Customer went into a pool with the insulin pump and alarming. The insulin pump was not bumped or dropped. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer reported that they were able to clear the alarm. Customer was advised to return of the device and revert to a back up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump was received with pump error 35 alarm and critical pump error alarm during testing due to moisture damage on the electronic assembly.